Event description:
The patient was in an endoscopy room undergoing colonoscopy. The doctor used hot biopsy forceps for a polypectomy. On inspection, it was seen that the forceps broke inside of the patient near the jaw of the forceps. Not all of the pieces were able to be retrieved. The patient was left with a retained foreign body and instructions to monitor for passing of the foreign body.